Event description:
Additional information received reported corrected to aneurysm dimesions to maximum aneurysm diameter: 42mm. Aneurysm dome height: 33mm. Aneurysm dome width: 36mm. Aneurysm neck size: 36mm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Only the year of the patient's date of birth was provided, therefore, only year of the reported birthday (1946) is valid. Separate reports will be submitted for each pipeline implanted and/or used in the index procedure. Associate with MDR #: 2029214-2023-00855, 2029214-2023-00856 also associated with previously reported events in MDR #: 2029214-2020-00565, 2029214-2020-00659, and 2029214-2020-00660. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information pertaining to a previously reported post-operative generalized cephalagia with associated nausea and vomiting. The event prolonged the patient's hospitalization. Diagnostic magnetic resonance imaging (MRI) and computed tomography (CT) results were normal. The patient received antiedema medication (gycocortide) and the event was noted to be resolved/patient recovered at discharge on (B)(6)2019. This site assessment concluded the event had a causal relationship to the patient index disease under study and the procedure, and possibly related to the implanted pipelines. The patient had 3 pipeline shield flow diverter stents implanted on (B)(6)2019 to treat a 4.2mm saccular left internal carotid artery (ica) aneurysm with 3.6mm neck; a fourth pipeline was tried but ultimately not implanted. Complete neck coverage, wall apposition, and complete aneurysm stasis was achieved at the end of the procedure with raymond and roy class 1 observed.